Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Several unsuccessful attempts were made to contact the pt to obtain add'l info regarding the event.

Event description:
The pt reported that she was hospitalized as a result of pump use, no add'l info was available regarding the event.